Event description:
The customer reported that she received a no delivery alarm on her insulin pump. At the time of the report, the customer's blood glucose was 76 mg/dl. The no delivery alarm was a past event and the customer was unable to troubleshoot to discover possible causes. She was advised to change out the infusion set being utilized with her insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.